Event description:
The patient stated that her pump was audibly beeping and displayed an e6 (mechanical error) error code. She reported that her blood glucose reading was high (474 mg/dl) at the time. She noted that her normal range was 120-160 mg/dl. She reported no symptoms of a high blood glucose level at that time. The patient corrected the elevated blood glucose level with a bolus of insulin administered using a backup insulin infusion device. During troubleshooting with a company representative, it was determined that an incorrect battery type was used in the infusion device. After replacing the battery, the infusion device functioned properly. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.